Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the photographs and one device. The photos show an instrument label and a reload label. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic gastric sleeve procedure, upon use on the patient¿s stomach, the staple has been fired, then squeezed and an additional time past the hard stop and the handle ¿cracked¿. The staple line was fine. The case was finished with a new handle without an issue. There was no patient injury.